Event description:
It was reported that during an implant attempt, when the helix on the lead was extended there was a lot of noise on the electrogram (egm). The helix was retracted and re-extended with the same results. After checking and double checking the connections the physician decided to replace the lead. The replacement lead was implanted without any noise issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).